Manufacturer narrative:
Concomitant device: surgisis es soft tissue graft (product ID: j-slh-4s-7x20, lot number: l?308212). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after the implant, the patient experienced an unspecified adverse outcome.